Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly there has been an anterior migration of the implant housing and the rondo processor now touches the auricle. A revision surgery is planned.

Manufacturer narrative:
Additional information: according to the information received from the field the implant housing migrated from its intended position. Reportedly no device fixation was used at implantation surgery. A revision surgery is planned but no date has been scheduled yet.

Event description:
Reportedly there has been an anterior migration of the implant housing and the rondo processor now touches the auricle. The migration is thought to have occurred soon after surgery. A revision surgery is planned but no date has been scheduled yet.

Event description:
The device migrated anteriorly from its periosteal pocket and the rondo processor then touched the auricle. The migration is thought to have occurred soon after surgery. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the implant housing migrated from its intended position. Reportedly no device fixation was used at implantation surgery. This is a final report.